Event description:
It was reported that the patient underwent a surgical procedure because the rear tips of his inflatable penile prosthesis (ipp) stopped working. A new ipp device was implanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. Additional information was requested, however, no further information was available. Should additional information become available, it will be provided.